Manufacturer narrative:
(B)(4). Failure to follow instructions-force used, most likely further contributed to the stent dislodgement. Deformation problem. Evaluation conclusion: failure to follow instructions-force used, most likely further contributed to the stent dislodgement.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent embolism. Patient¿s condition affected effectiveness of device-stent may have been damage during attempted delivery across the highly diseased and tight lesion resulting in its dislodgement as the device was withdrawn through the sheath. Evaluation conclusion: inherent risk of procedure-stent embolism. Device failure/lack of effectiveness related to patient condition-stent may have been damage during attempted delivery across the highly diseased and tight lesion resulting in its dislodgement as the device was withdrawn through the sheath. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the rca which was reported to be a highly diseased tight lesion. No abnormality was noted during device preparation. The lesion was pre-dilated. Resistance was noted as an attempt was made to deliver the resolute stent and the stent was unable to cross the lesion. As the physician was pulling back the resolute it got ¿hung¿ inside the sheath. While still in the cath lab a surgeon made incision at sheath entry site (femoral entry site) and removed the sheath with the stent inside, then he removed the stent from the sheath. He was then able to suture the sheath entry site with no other issues. Target lesion was treated with 2 shorter non-medtronic stents.

Event description:
Evaluation summary: the delivery system and stent were returned for evaluation. The stent was returned off the balloon. The stent was severely stretched and deformed. Crimp impressions were evident along the balloon. Additional information : force was used to during attempted delivery of the device.